Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the surgeons office sent over 5 more screen shots of a CT that was performed (which had a total of 126 images, so if needed they would have to go on a disc). The rep. Was wondering if this helped to see if anything looked like a problem/break. The rep. Further reported they had intermittent oor messages with normal impedance readings on different position impedance interrogation. The healthcare provider (hcp) reprogrammed the patient to a different group and the patient was doing fine and no oor was seen. The rep. Mentioned the CT images again and wanted to know if the manufacturer could help read the x-ray and determine if the lead was broken. It was reviewed with the rep. That the manufacturer cannot read x-rays. It was suggested to compare the current x-ray to the post-operative x-ray. No further complications were anticipated.

Manufacturer narrative:
Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3708640, serial# (B)(4), product type: extension; product ID: 3708640, serial# (B)(4), product type: extension; product ID: 3389s-40, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a x-ray and CT were done but the image was difficult to see. The hcp wanted the opinion of tech services to see if there was a break in the lead. The hcp will not be doing surgical intervention yet as the patient was getting control of symptoms on yet another programmed setting.

Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3389s-40, serial# unknown, product type: lead; product ID: 3708640, serial# (B)(4), product type: extension; product ID: 3708640, serial# (B)(4), product type: extension; product ID: 3389s-40, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the manufacturer¿s leads were implanted on both sides. The rep. Asked the hcp if there were any additional scans other than the ones previously received, but they hadn¿t received a response yet. Regarding the previous scans, an x-ray, the neurosurgeon was asking the rep. To take a look at the image to get their thoughts. According to the rep, the pictured ¿looked odd.¿ the rep. Was going to call the facility where the consumer was originally implanted as the current hcp received no original implant information.

Event description:
Additional information was received stating they are unable to verify any breaks in the lead. After discussing, the physician indicated the image did not seem to be related to the manufacturer. Surgery was not considered at this time as the patient had good symptom control.

Manufacturer narrative:
Concomitant medical products: product ID 37612 lot# serial# (B)(6) implanted: (B)(6) 2019 product type implantable neurostim ulator product ID 3708640 serial# (B)(6) product type extension product ID 3708640 lot# serial# (B)(6) product type extension product ID 3389s-40 serial# unknown product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received that the device was at elective replacement indicator (eri) and this was why the device was explanted. The patient reported "for weeks it seemed to resolve." Other programming groups were tried and the patient was stated to like group d. The patient reported at the last appointment that the issue was resolved. The patient will be seeing the healthcare provider (hcp) in a few months for a routine visit. The spouse of the patient, however, texted the manufacturing representative (rep) over the weekend saying the patient was having difficulty moving. When asked to check the pp, they saw oor. They had the patient use the pp to turn back to group d (they keep insisting to use group a even though they've been told it's best to stay on group d. They said they went back to group a because they were not getting oor anymore, and they have better mobility on a. There still have been no out of range impedances in re-testing. The spouse of the patient reported they were trying to "exercise/cycle" when they had the issue. They were directed they must inform the surgeon of this and the physicians so they are able to follow-up. The surgeon wanted to get an MRI to look at the lead location. They have recommended more patient programming screening by the surgeon. Post-op images of the lead location were requested, as the patient hadn't gotten an MRI still with the physicians and surgeon. The patient was implanted at another center and previously programmed there, were new to this system and physician. The patient was also noted to be taking "a lot" of their sinamet medications daily, "even though the nurse and (hcp) are recommending him to lower his dosing." The rep informed that when the surgeon was back from vacation if they were needed they were available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) from a manufacturer representative (rep). The cause of the oor is unknown. The healthcare provider (hcp) has reprogrammed the patient to avoid oor on program a. The patient changes their settings throughout the day too. The healthcare provider (hcp) is counseling the patient on all these issues and the patient's medication adjustments is not related to deep brain stimulation (dbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported no surgical intervention was planned for this time and was unknown for the future. The healthcare provider (hcp) was going to let the rep know if surgical intervention was scheduled in the future. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual, dystonia, and movement disorders. It was reported that the rep received a message from an hcp indicating a patient was getting an out of regulation (oor) message on their patient programmer (pp). The patient was shaking on the right side of their body. The rep didn't know that the patient had oor prior to the ins replacement that occurred tuesday. The hcp was stated to have thought the oor was due to a low implant battery, thus they implanted a new ins on october 1st. The rep didn't hear about the oor issue until today. The following values were provided: eft c+1- 6.1 volts 60pw 130hz, right c+9- 5.6 volts 60pw 130hz. It was discussed that there was a possible short circuit. The rep stated they tested pre and post-op and there were no impedance issues. The rep didn't have numbers, but did not see an issue. No reports of fall or trauma. The rep mentioned that after a recharge session, the patient stated to shake. The rep plans to meet with the patient to test impedance in various head positions. Using different groups was discussed. Additional information was provided in a call-back by the rep stating the tablet was interrogated and right side therapy impedance came up but not the left side (the left side is stated to be producing oor conditions). Electrode impedance ranges were 1571-1694 for the monopolar left side, actual values (at 1.5v) provided c/3 1571 ohms, c/2 1571 ohms, c/1 1694 ohms, c/0 1681 ohms. Bipolar ranges were 2062-3148 for left side. The rep stated they would work with the patient to see if they could resolve the oor via programming. No further symptoms or complications were reported or anticipated with this event.